Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were getting multiple motor error alarms. The customer¿s blood glucose level during the incident was unknown. The customer stated the alarm would happen during basal and bolus. Troubleshooting was performed. The customer was able to complete the insulin pump rewind. It was noted that there were 5 motor error alarms in the alarm history within the last 5 days. The alarm had first occurred on (B)(6) 2017. It was also noted that when the customer was filling the tubing, insulin shot out a lot. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had motor error alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime/fill anomaly due to motor error alarm. Unit was received with normal operating currents and passed unexpected restart error test and self-test. Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.